Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgical team encountered an error 319 with the universal surgical manipulator (usm) 2. Before calling, they rebooted the system, but the error message returned immediately. An intuitive surgical (is) technical support engineer (tse) informed the customer that the only possibility is to move the affected arm out of the operating field and deactivate it. Since the customer had already deactivated the arm, a reboot had been necessary to be able to move arm 2 out of the operating field. The carriage cable was loose, and the usm was replaced to resolve the reported problem. The procedure continued as planned. There was no report of patient injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the system has been booted several times. The surgery had been in progress when the problem occurred for approximately 100 minutes. The problem could not be solved by the surgeon. The prostatectomy was completed with three arms. Indicated lymphadenectomy could not be performed. Patient information could not be shared.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgical team faced an issue with the universal surgical manipulator (usm)2 an error 319 was displayed, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the usm to resolve the issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer had an error 319 pointing to the arm 2 after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The usm was tested on in-house system and failed normal mode as it triggered error 319 on the rolling loop. The system did not trigger errors 1126 nor 40084 on the rolling loop but they were confirmed via error logs/system logs. The unit failed on an in-house system as it failed the rolling loop fiber test. The rolling loop fiber cable was swapped with a new one and the errors no longer occurred. The original rolling loop fiber cable was reinstalled, and the errors returned. The unit went through more testing with a new rolling loop cable and passed all the tests.

Event description:
Refer to h10/h11 for follow-up information.